Event description:
The customer reported that the system shut down and rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.